Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's screen was hard to see. Customer reported that they received no delivery alarm. Customer stated the insulin pump was neither dropped nor bumped. Customer stated back light did work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.